Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited high, out-of-range shock impedance measurements greater than 125 ohms. It was noted that shock impedances were approximately 100 ohms since implant. Over the last few months, shock impedances had been in the 100-130 ohms range. Electrograms (egms) appeared normal and all other lead measurements were within normal limits. Technical services (ts) discussed troubleshooting options including continued monitoring or commanded shocks. This lead remains in service. No adverse patient effects were reported.